Event description:
It was reported to philips that the fluoroscopy not possible. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, a planned treatment was performed when the issue happened. The procedure got delayed and completed by restarting the system. A philips remote service engineer (rse) examined the system remotely and confirmed that the imaging was not possible. Analysis of the system log file showed that the host pc was unable to connect via can (controller area network) with the x-ray generator. Upon troubleshooting, the rse discovered that there is a connection issue between the m and x cabinets. The imaging may not have been possible because the generator may not have been powered on during the channel identification phase, which would have resulted in a power outage and malfunctioning central unit + base extension (cube). To resolve the issue, the customer performed several restarts. After several restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.